Event description:
A vascade closure system 6/7f was used during a heart cath. About two months later I noticed a foul smell and sticky discharge from the area of the cath. I eventually had to have surgery. I am still having occasional problems with the area. I now have another cyst-like sore in the same area. I have noticed the foul smell again coming from the area where the "cut" occurred. Dates of use: (B)(6) 2017. Diagnosis or reason for use: heart cath. Is the product compounded: no. Is the product over-the-counter: no. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: yes.